Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection. This results in (nicu) patients not receiving their full dose of medication. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report of maxzero leak when used with bd 3ml syringe was not confirmed based on visual inspection and functional testing. No syringe(s) was received for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the maxzero connector was also performed. No issue was observed. Functional testing was performed using lab syringes. Fluid was pushed through with no leaks observed. The set sample was also pressure tested while submerged and no leak(s) or issue(s) were observed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age: neonate emdr 329770, 329771, and 329772 are for the same report.

Event description:
It was reported that there have been leaks between 3ml syringes and tubing despite firmly tightening the connection. This results in nicu patients not receiving their full does of medication.